Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Despite delivering a 5 unit bolus through the pod, the patient's blood glucose levels reached 608 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include nausea and the presence of ketones. At the hospital, the patient was treated with insulin intravenously; she was released the following day. The pod was removed at the hospital due to a communication error and was discarded.